Event description:
It was reported that programmer had sparks flying out it. The programmer was returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.final analysis found that the power supply was defective.